Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed tothe event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hyperglycemia on (B)(6) 2017 with a blood glucose level of 580 mg/dl. Customer's blood glucose value was 131 mg/dl at the time of the call. The customer experienced symptoms such as nausea and vomiting. The customer was treated their blood glucose level by reducing the amount of carb intake. The customer stated their doctor believes the insulin pump was not working correctly. The customer was assisted with preforming a high presser test on the insulin pump and the device passed the test functions.  The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.